Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump housing was corroded, causing the customer difficulty with loading a cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue use of the pump for therapy.